Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced high blood glucose and infusion set had bent cannula. Customer's blood glucose level of 400 mg/dl at the time of event and current blood glucose level of 486 mg/dl. Customer was treated with manual injection. Customer was using auto mode. No further patient complications were reported. The device will not be returned for analysis.